Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in gel x15 defective marking x2 dirty shield x3 black spots in tube x2 dirty tube x2 air bubbles in gel x116" (B)(4) occurrences reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in gel x15. Defective marking x2. Dirty shield x3. Black spots in tube x2. Dirty tube x2. Air bubbles in gel x116." 140 occurrences reported.